Event description:
Pt admitted for ph probe study. During calibration, 2 probes unable to calibrate with readings of 25-0 and 20-0. 3rd probe ok, however wires broke at 1413. 4th probe wires broke shortly after insertion. Clinical mgr states having problems with last 7 probes - either will not calibrate or probe wires broke. 7/10 probes broken or will not calibrate.